Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d224drg, ICD, implanted: (B)(6) 2010, 7120, competitor lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated and the device memory indicated atrial oversensing. Beginning (B)(4)-2016 atrial oversensing observed in save-to-disk (s2d) electrocardiograms. From (B)(4)-2014 through (B)(4)-2016 max atrial capture thresholds vary between 1.5 and 2.25 v.

Event description:
It was also reported the lead integrity alert (lia) was triggered due to sensing integrity counter (sic). The atrial noise was able to be avoided by raising the sensitivity. The lead remains in use.

Event description:
It was reported that there was high atrial pacing capture threshold detected by atrial capture management (acm). Stored episode marker telemetry suggests atrial episodes and burden may be due to sensing of nonphysiologic signals ("noise"). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.